Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 06/30/2019, a distributor of infutronix reported a tubing bonding issue. The distributor received the following information from the user facility on 06/28/2019 that a patient "stated that the tubing pulled out of the cassette yesterday afternoon. He put the tubing back in place, called and spoke with the physician who told him to go to the ER. They disconnected him and told him to come to us today. His infusion had to be stopped 22 hours early. This was from the same lot of tubing that pharmacy used for the last infusion. I have the tubing set aside to send to you." 5fu was the medication being infused. No patient injury or harm was reported for this event. The contract manufacturer of the affected device is (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00030).

Manufacturer narrative:
The reported tubing bonding issue was confirmed. During physical inspection, it was found that the administration set tubing could be easily detached from the cassette with minimal effort. It can be concluded that the root cause is related to insufficient adhesive on the cassette connection. The affected set was scrapped after testing.